Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that the staples were not fully formed during a gastric bypass procedure. Another instrument was opened to continue the case. There was no known consequence to the pt.